Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the post-op examination, the right atrial (ra) lead was confirmed to be dislodged on x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.